Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Koman, e., a. Gupta, et al. (2016). "Outcomes of subcutaneous implantable cardioverter-defibrillator implantation in patients on hemodialysis." J interv card electrophysiol: epub before print.

Event description:
Boston scientific received information from a journal article that discussed an evaluation of the safety and efficacy of subcutaneous implantable cardioverter defibrillator (s-ICD) use in patients with end-stage renal disease on hemodialysis (hd). Eighty-six s-icds were implanted during the study period (october 2012 to april 2015), and 18 patients were on hd at the time of implant. Despite representing a sicker patient population, hd patients implanted with s-icds had similar procedural outcomes and inappropriate shocks. There was no device or blood stream-related infections in hd patients. All appropriate shocks for ventricular arrhythmias in hd patients were successful. The article noted 7 inappropriate shocks (3 due to svt, 2 due to t-wave oversensing, and 2 due to noise caused by air in the pocket). Additionally, 5 patients experienced device infections; 3 of these systems were extracted. There were also 3 procedural complications noted. Two in the hd cohort (1 developed bradycardia requiring temporary pacing and the other developed hypotension requiring short-term vasopressor support). The procedure complication in the non-hd cohort was related to the patient developing hypercapnic respiratory failure requiring endotracheal intubation. Mean hospital stay duration post-implant was longer in the hd cohort. Two hd patients died before being discharged from the hospital (1 death was due to a ventricular tachycardia storm despite multiple successful appropriate shocks from the s-ICD, and the other died from septic shock due to ischemic bowel). Although these events may have already been reported through boston scientific's quality system, without specific patient or device identifier information (which was not provided in the article) we are unable to verify.